Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was unknown at the time of the incident. The customer reported reoccurring power failures. The customer did troubleshoot the issue. The customer reported alarm multiple times and has already tried the insulin pump rest. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with minor scratched display window, case and keypad overlay.